Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump may have gotten wet. Customer's blood glucose level ranged between 116 mg/dl and 121 mg/dl. The customer was on vacation and did not have alternate insulin therapy available. Reportedly, the customer went to the ER to obtain a prescription for alternate insulin therapy.